Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned fixation bolt wrench indicated some damage to the tabs, confirming the stated complaint. This device was manufactured in 2014, showing signs of wear from use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a surgery, wire fixation wrench edges have started to break away above the incision. No pieces fell into the wound and no injury. There was no delay. Procedure was concluded with a backup device from smith and nephew.